Event description:
Physician reports removing spo2 sensor from pt's finger to sign consent. Upon removing sensor, by placing finger in the distal end of sleeve, pt was shocked. Reports shock felt like a electrical shock from a fence. Denies injury or harm.